Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the user stated that the alarm occurred sooner than expected. There was no reported impact to the user's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.